Event description:
On (B)(6) 2026, patient presented with right lower quadrant abdominal pain. A CT abdomen pelvis with contrast was ordered. Patient underwent a scan on a siemens definition as+ CT scanner running software version vb30 using the configured pediatric abdomen with contrast protocol on the scanner. A topogram was acquired with a kv (kilovoltage) of 80 and the subsequent scan was acquired at 120 kv with a set quality reference milliampere-seconds of 105. The scanner reported effective mas was 492 with a computed tomography dose index of 26.51 milligray (32cm phantom) and a dlp(dose length product) of 1009.7 mgy*cm. Patient was positioned and centered appropriately and no cause for the elevated dose could be identified. Subsequent physics testing performed using the standard acrylic ctdi phantom identified that the tube current modulation utilized by the scanner with a topogram acquired at 80 kv was faulty. When a topogram was acquired at 70, 100, 120, or 140 kv, the tube current modulation was performing as expected. A clinical review of scans performed on the scanner identified several other patients that received elevated doses due to this system malfunction as their topogram was acquired at 80 kv. All other patients reviewed with topograms acquired at 100 or 120 kv received doses aligning with the configured protocol and patient habitus. Protocols at the scanner previously utilizing a technique with the kv set to 80 have been changed to 100 kv to ensure appropriate tube current modulation.